Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low minute ventilation and stop providing airflow. The patient had ventricular tachycardia and the patient expired on the device. The device was returned to the manufacturer for evaluation and the customer¿s complaint that the device stopped providing airflow was not duplicated. User settable ventilator service required alarms were observed in the downloaded event log, however, these alarms do not indicate a malfunction of the device as these are to alert the user that the parameters are outside the settable alarms. If there was a failure of the device, a different event code would be generated. There were no other errors to indicate a failure of the device. The device passed flow testing. After receiving further information from the patient, section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator alarmed for low minute ventilation and stop providing airflow. The patient had ventricular tachycardia and the patient expired on the device. The device was returned to the manufacturer for evaluation and the customer¿s complaint that the device stopped providing airflow was not duplicated. User settable ventilator service required alarms were observed in the downloaded event log, however, these alarms do not indicate a malfunction of the device as these are to alert the user that the parameters are outside the settable alarms. If there was a failure of the device, a different event code would be generated. There were no other errors to indicate a failure of the device. The device passed flow testing.